Event description:
It was reported that the patient experienced problems with this inflatable penile prosthesis (ipp) as it was not working properly. Two weeks later, a surgical procedure was performed and it was found that the cylinder connecting tube was broken. All components were removed and replaced with no reported complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested. No anomalies were found with the pump and one of the cylinders. Leak testing of the reservoir and the other cylinder revealed that there were leaks that were caused during explant of the device. Based on the information available and analysis results, the reported clinical observation of hole/perforated and mechanical issue could not be confirmed.

Event description:
It was reported that the patient experienced problems with this inflatable penile prosthesis (ipp) as it was not working properly. Two weeks later, a surgical procedure was performed and it was found that the cylinder connecting tube was broken. All components were removed and replaced with no reported complications.